Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and a button error alarm was noted during testing. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that she was trying to enter her blood glucose value, and the numbers began scrolling very fast without stopping. The customer's blood glucose was 76 mg/dl at the time of the issue, and three hours later, her blood glucose was 315 mg/dl. She was advised to treat with a manual injection. She was advised to press esc to try to clear the issue, but she stated that the numbers continued to scroll. The keypad was unresponsive. She stated that no significant events were noted leading up to the issue, but she added that the device may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.